Event description:
A cartridge change error was reported with the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support guided the customer through a series of steps, including inspecting and cleaning the pump parts, which allowed the customer to successfully load the cartridge and resume insulin therapy.